Event description:
It was reported that during the withdrawal phase of a cryoablation procedure to treat paroxysmal atrial fibrillation a crbs polarsheath steerable sheath was selected for use. When the cryotherapy was completed and the balloon catheter was removed from the sheath, the blood flowed back from the valve and came out. The procedure was completed successfully. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The polarsheath was visually inspected for the "blood flowed back from the valve and came out" complaint seen in the field. The polarsheath had no visual damage or defects. The hemostatic valve was observed under microscope and was found to have a tear. The valve slits and puncture locations were identified and found to be consistent in the middle of the valve and not the cause for the tear. It was noted that this issue occurred after the procedure and after withdrawing the polarx catheter. There were no issues or leaks throughout the procedure, so removing the polarx after the procedure could have contributed to the tear. A 3-way stop cock was returned attached to device. The polarsheath was functionally tested in attempt to recreate the visible air allegation seen in the field. The functional tests include an aspiration, hemostasis, and positive air pressure test. These tests evaluate the performance of the hemostatic valve, some of which are under conditions more rigorous than a clinical setting.

Event description:
It was reported that during withdrawal of an ep procedure the crbs polarsheath steerable sheath was selected for use, when the cryotherapy was completed and the polarx cryoballoon was removed from the polar sheath, the blood flowed back from the valve and came out. The procedure was completed successfully. No patient complications were reported. The device is expected to be returned. It was further reported that the issue occurred after treatment with the product was completed and the catheter was removed from the sheath. After the issue occurred, the sheath was removed and stopped the bleeding. The procedure was a cryoablation to treat paroxysmal atrial fibrillation.